Manufacturer narrative:
Received one used partial list #011-46107-17, bifurcated transpac® IV monitoring kit w/safeset¿ reservoir, 03 ml squeeze flush and 5 needleless valves; lot #4388328 on december 29, 2021. An image was provided by the customer showing a separation between the safeset reservoir and the stopcock. It is unknown how and when the separation had occurred. The reported complaint of disconnection was confirmed on the returned set. During visual inspection, insufficient uv adhesive was observed on the stopcock and the safeset reservoir. The lot history was reviewed and there were no nonconformities which would have contributed to the reported complaint.

Event description:
The report involved a bifurcated transpac intravenous (IV) monitoring kit with safeset. It was reported that while the nurse was at the bedside aspirating with the safe set syringe on the arterial line, the syringe disconnected from the line. Therefore, the line was changed out for a new one. The customer stated that it appears the bonding at the new site has failed. There was patient involvement, however no report of harm and/or delay in therapy.

Manufacturer narrative:
The device is available for evaluation, however it has not yet been received.